Event description:
It was reported that during charging at the user facility the device burst and was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported burst housing and leaking of the device was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, corrosion was found throughout several internal and external components, as well as a crack in the housing, both of which can lead to the reported event. Potential causes for the corrosion include improper or non-recommended cleaning procedures, and potential causes for the crack include a material integrity issue or impact. The device was discarded by the manufacturer facility following evaluation.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that at the user facility the device burst and was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Updated to reflect new details received from user facility regarding the reported event. Concomitant medical products: updated to add the battery charger that was involved with the reported event as a concomitant device.

Event description:
It was reported that during charging at the user facility the device burst and was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.